Event description:
It was reported that a physician's dell x5 handheld computer froze while attempting to interrogate a pt's device. The screen froze on the interrogation successful screen. The issue was resolved by performing a hard reset. The pt's device could be interrogated and programmed and the settings were found to be correct. The physician was not willing to provide the pt's info (name, date of birth, etc). The handheld will not be returned as the physician was able to resolve the issue through troubleshooting.